Manufacturer narrative:
The customer support specialist advised the customer to recalibrate the reagent probe (r1a) and clean the mixers. The customer performed these procedures and the issue was resolved. The reagent probe was determined to be the likely cause of the result issue. An instrument service history review for c1601804 revealed no additional service ticket associated with discrepant or erratic patient results. A review of complaint and trending data for the architect c16000 processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the reagent probe did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c16000 processing module, serial number (B)(6), or the reagent probe was identified.

Event description:
The customer observed a falsely elevated potassium result generated by the architect c16000 processing module for a patient. The sample was repeated, and a lower result was obtained. The following data was provided: customer¿s normal range: 3.5 to 5.0 mmol/l. Sid (B)(6) initial result = 9.1 mmol/l; repeat result = 4.9 mmol/l. There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated potassium result generated by the architect c16000 processing module for a patient. The sample was repeated, and a lower result was obtained. The following data was provided: customer¿s normal range: 3.5 to 5.0 mmol/l. Sid: (B)(6) initial result = 9.1 mmol/l; repeat result = 4.9 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Section a1: patient identifier: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.